Event description:
New information reported states that there was re-occurrence of non-sustained rv oversensing on ventricular channel. Egm reveled low level of high frequency noise inhibited pacing. Myopotential oversensing was suspected. Programing changes were discussed. Patient was asymptomatic.

Event description:
It was reported that when an asymptomatic patient presented in clinic for follow-up, non-sustained rv oversensing due to post-paced t-wave oversensing on the ventricular channel was observed. Programming changes were recommended. No adverse effects for the patient were reported.